Event description:
It was reported that the buttons of the insulin pump had stopped responding and the insulin pump had stopped working completely. The customer's blood glucose was unknown. There were no significant events leading up to the anomaly. The insulin pump will be returned and replaced. Nothing further was reported.

Manufacturer narrative:
No unresponsive down arrow button or moisture damage or corrosion to the keypad traces were noted. All of the buttons functioned properly. The insulin pump had a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.